Manufacturer narrative:
The customer's calibration and qc information was requested but not provided. The customer confirmed the qc recovery was acceptable. After service, no further customer complaints were reported. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer's qc was acceptable. The field service engineer discovered worn sample syringe seals. He replaced the worn sample syringe seals. He performed system checks and precision testing. The precision results were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ldhi2 lactate dehydrogenase acc. To ifcc ver.2 results for four patients tested on a cobas 8000 c 502 module. The initial results were reported outside the laboratory. The customer performed repeat testing for confirmation. First, the customer repeated the samples on a different instrument, then the samples were repeated on the initial instrument but with a new reagent pack. Patient 1¿s initial ldhi2 result was 389 u/l. The patient¿s ldhi2 result on a different instrument was 450.7 u/l, and the patient¿s result on the initial instrument with a new reagent pack was 517.5 u/l. Patient 2¿s initial ldhi2 result was 466 u/l. The patient¿s ldhi2 result on a different instrument was 299.9 u/l, and the patient¿s result on the initial instrument with a new reagent pack was 300 u/l. Patient 3¿s initial ldhi2 result was 357 u/l. The patient¿s ldhi2 result on a different instrument was 550.8 u/l, and the patient¿s result on the initial instrument with a new reagent pack was 451.6 u/l. Patient 4¿s initial ldhi2 result was 703 u/l. The patient¿s ldhi2 result on a different instrument was 998.2 u/l, and the patient¿s result on the initial instrument with a new reagent pack was 903.6 u/l. The ldhi2 reagent lot number and expiration date were requested but not provided.